Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that diagnostics revealed high impedances on all contacts of the patient's bilateral leads. As a result, surgical intervention may be undertaken to address the issue.